Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first r ib/clavicle location while in vivo.

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.